Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or malfunction and no non-conformity were identified. This complaint was reported because it was initially suspected that there was a connection between the injury suffered on site and the heating mattress. However, the investigation shows that this is clearly not the case. The returned heating mattress was examined by the manufacturer and found to be operating within specification and manufactured according to iec 60601-1. In addition, the supplier excludes a causal link between the heating mattress and the injury for the following reasons: 1) the heating mattress is designed in such a way that local overheating, which would lead to cell damage, is ruled out. This has been tested and confirmed. 2) a certificate of biocompatibility is available. The customer's heating mattress was examined, declared functional and will be made available to the customer again. The manufacturer is not considering further actions resulting from this event as no error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred following a procedure on the artis zee biplane system. It was reported that a child received a burn on the gluteus maximus from a heated table mattress used during examination. The child was transferred to a dermatology clinic, however, the extent of the child's injury is not known at this time. Siemens has requested additional information in order to conduct an investigation. Additionally, siemens has notified the manufacturer of the mattress for investigation.